Event description:
A customer reported that their t:slim x2 pump battery would not charge, resulting in the pump shutting down. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.